Manufacturer narrative:
(B)(4). The device received was a har36 (device used to complete the procedure) and not the harh36 which was the device used during the procedure with the reported problem of replace instrument error. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during a lap. Hysterectomy procedure, the generator displayed 'replace instrument" while using a harh36. The procedure was completed using a har36 and there were no consequences to the patient.